Event description:
Reporter noted port on curved tip was obstructed with the infusion sleeve due to port position. Thermal burn occurred at corneal incision site. Wound sealed by hydration; no sutures used. One day post-op, no leaks detected. Pt reportedly recovered by 12/2000.